Manufacturer narrative:
One bioraptor knotless suture anchor assembly, used for treatment, was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal end of the inner plug has broken off and was returned for examination. The proximal end of the inner plug remains on the inserter which has been retracted into the inserter shaft. This portion of the inner plug is bent. The anchor is free from the inserter, the anchor shows no abnormalities. The inserter was functionally tested and was found to function as intended. The distal end of the inner shaft of the inserter is bent. The condition of the device indicates it was likely inserted off axis causing the observed damage. Per the device IFU, under precautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair¿. The IFU was also reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A complaint history review identified no additional complaints for this manufactured lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the anchor was broken when was inserted into the bone. All broken pieces were removed from the patient and a backup device was available to complete the procedure with no delay or patient injuries.